Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels and possible diabetic ketoacidosis. The customer's blood glucose level at the time of the emergency room visit was 519 mg/dl. Prior to hospitalization, customer stated that she had changed her infusion set and noticed the infusion set was leaking. Customer reported that the leak was due to a bent cannula. Customer will return infusion set for analysis. Infusion set will be replaced. No additional information provided.